Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 12mm emerge balloon catheter was advanced for treatment. However, the device failed to cross and the balloon ruptured upon inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 12mm emerge balloon catheter was advanced for treatment. However, the device failed to cross and the balloon ruptured upon inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.